Manufacturer narrative:
This foreign complaint was reported based on the available information at the time. The investigation has however determined that the cause of the event is software specific and this software version is not released on the us market and therefore no units on the us market are affected. This complaint does therefore not meet the reporting criteria for MDR and should not have been reported.

Event description:
(B)(4).

Event description:
It was reported that the patient was being ventilated in invasive ps (pressure support) mode of ventilation with the back-up ventilation switched off. When the patient circuit was disconnected, the "air shower" during disconnection stopped and when the patient circuit was re-connected, the ps ventilation did not start automatically. The patient was fighting the ventilator causing both peep (positive end-expiratory pressure) high and peep low alarms. The patient was not being ventilated during this "fighting" episode. It was only after the user switched over to prvc ( pressure-regulated volume control) mode of ventilation that ventilation started again. There was no patient harm. (B)(4).